Event description:
This is a spontaneous report by a baxter-employed nurse from (B)(6) of constipation and peritonitis with culture positive for gram negative organism in a (B)(6) male patient coincident with dianeal pd2 ambuflex therapy.on (B)(6) 2011, the patient began treatment with dianeal pd2 ambuflex (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date in 2011, the patient experienced constipation. On (B)(6) 2011, the patient experienced peritonitis which required hospitalization. The cause of the peritonitis was constipation. On (B)(6) 2011, the patient began remedial therapy with fortum (500 mg, loading dose, ip) and meropenum (40 mg, daily, IV). At the time of this report, dianeal pd2 ambuflex was ongoing and the outcome for the event of peritonitis with culture positive for gram negative organism was unknown. It was not reported whether the event of constipation had resolved.the nurse considered the event of peritonitis with culture positive for gram negative organism to be unrelated to dianeal pd2 ambuflex therapy. The nurse did not provide an assessment of causality for the event of constipation.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The root cause of this incident is undetermined. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.